Event description:
The device was used during a laparoscopic gastric bypass. Reportedly, after firing an opening occurred at the distal part of the staple line. The procedure was converted to a laparotomy to repair the tear.